Event description:
The bur guard for the stryker core impact drill broke. An area on the pt's lip was burned. Bacitracin ointment was applied. It was discovered that bur guard was to be replaced by (B)(6). The impact drill and bur guards were taken out of service. Pt was seen in the ER on (B)(6) 2014. Pt was concerned that burn was infected. Physician described burn as superficial and not infected.